Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that six days ago, at 2:00pm she obtained blood glucose readings of "159 and 107 mg/dl" with the subject meter, performed less than 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The cca noted that the patient manages her diabetes with insulin (self adjuster); however, it is not clear what action, if any, the patient took regarding her diabetes management in response to the alleged erratic results. Approximately 3 hours after obtaining the alleged inaccurate readings, the patient reported feeling nauseous and fainting. At 5:35pm that evening, the patient reported that her blood glucose was "20 mg/dl" when tested with an ems meter and claimed she was treated with IV glucose. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The cca walked the patient through a control solution test and the result fell within the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was reportedly treated by an hcp for severe hypoglycemia after the alleged meter inaccuracy issue began.